Manufacturer narrative:
Clarification section d: the device type has not been provided and is unknown. The record will default to a saline device at this time. All coding will reflect a saline device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported of the left side device: "deflation/rupture". The device remains implanted.